Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Patient¿s grandmother stated the cgm was reading 218 mg/dl and the bg was 886 mg/dl. Patient was hospitalized for 3 days due to the sensor inaccuracy. At the time of contact, patient¿s bg was under control. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data.